Event description:
EKG lead package said it was latex free. When I removed the leads I had 3 areas on my chest that showed the outline of the leads. I also had a deep impression on my upper chest wall, and the gel was stuck to me. When I removed the gel a depression remained, and a rash persisted for 3 days. Dates of use: 2009. Diagnosis: halter monitor to evaluate palpitations and syncope. Event abated after use stopped: no.